Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and anti tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular rate (rvr) during two episodes. The patient presented to the emergency room. It was noted that in the first episode therapy was not exhausted, but in the second episode therapy was exhausted. The patient was mentioned likely to have an electrophysiology consult. This device remains in service. No additional adverse patient effects were reported.